Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were black vertical lines in 2d images. There was concern brought up from radiology about preliminary anterior posterior (ap)/lateral images acquired from the system on the weekend prior to the actual imaging system spin. There were black vertical lines that were present on the screen for ap/lateral images. However, they were not present on the images acquired from the imaging system spin. It appears that the black lines were present during the imaging system testing on (B)(6). The black lines were present in all preliminary images on the weekend. No patient was present at the time of the event. The collimator was adjusted to no resolve. The fluoro and rad gain calibration were performed and the issue was no longer occurring.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device evaluated by MFR: the manufacturer representative (rep) went to the site to test the imaging system. They performed a generator auto calibration of the small and large filaments. In a different case the site performed some internal connection on the mobile view station (mvs) side. The rep completed a system checkout. The system has been used for cases since then. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.